Event description:
The reporter stated the surgeon inserted an aq2010v silicone three piece lens and noted the haptic had broken. The lens was torn in the cartridge while being inserted. The incision was enlarged and the lens was removed in pieces. Another same model lens was implanted. The reporter stated the lens damage was due to a loading error.

Manufacturer narrative:
Silicone ultraviolet-absorbing posterior chamber three piece foldable intraocular lens (elastimide). (B)(4): device evaluated by manufacturer? No lens returned in unit box. Evaluation: method - work order search. Results - a lens work order search was performed and one similar complaint was found within the work order. (B)(4): no lens returned in lens box.